Event description:
It was reported that the device withheld therapy for a ventricular tachycardia (vt) event. It was noted that the cause was due to high morphology match scores. Programming changes were made. The patient asymptomatic.